Manufacturer narrative:
Batch reviews performed on 14 september 2016. Lot 146555: (B)(4) items manufactured and released on 26 november 2014. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Amistem c, cemented stem 2 std, code 01.18.152, lot. 147490 (k103189). (B)(4) items manufactured and released on 09 january 2015. Expiration date: 2019-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size l +3.5, code 01.29.203, lot. 146025 (k112115). (B)(4) items manufactured and released on 26 november 2014. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already implanted and another similar event has been reported on an item of the same lot (MDR 2015-00267). Versafitcup acetabular shell ø 54, code 01.26.54mb, lot. 145986 (k083116) (B)(4) items manufactured and released on 19 january 2015. Expiration date: 2019-11-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. On 15 sep 2016 the (B)(4) made the following comment, while checking x-ray: revision of hybrid tha after 1.5 years. According to report, the cause for revision is confirmed infection. The supplied images are compatible with the report. Infections are a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Not yet received.

Event description:
The patient came in due to signs of infection. The infection is confirmed. The pathogen is p. Acnes. The surgeon revised the cup, head, stem and liner with an antibiotic spacer. The surgery was completed successfully. X-rays and explants (only the head and liner) are available.

Manufacturer narrative:
On 08 november 2016 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: the pieces were analyzed. No particular signs were present in the stem, except some opacity in the proximal walls probably due to an adhesion with cement and subsequent extraction of the stem. The external shell showed a good osseointegration, while the inner cavity showed a opacity in the lower part, probably a patina that was formed during revision. From the analyzed pieces it is not possible to determine the root cause of the event.